Event description:
It was reported to philips that the device did not displayed the egc waveform using hands free pads lead. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death. There was no good faith effort to obtain patient characteristics (age, weight, height) because they are not related to the reported problem. The reported problem speaks of ECG waveform failure using hands free pads, which would be the same failure mode regardless of the patient characteristics.